Event description:
It was reported that the patient presented to the emergency department complaining of muscle stimulation on their right side. There was a lead noise alert and a lead integrity alert (lia) on the right ventricular (rv) lead, and evidence of post-sense t-wave oversensing (twos). Later, a radiograph confirmed that the rv lead had completely dislodged and pulled back into the superior vena cava (svc), which was caused by patient twiddler's syndrome. In addition, there was no capture and high rv thresholds noted. The device was programmed off, and later, a procedure was performed to reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.